Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 30.6-37.1cm from the distal tip. Internal insulation abrasions were noted at 8.0-8.1cm and 8.3-9.7cm from the distal tip. The etfe coating was intact at these locations. (B)(6).